Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call, that the customer was hospitalized on (B)(6) 2015. Customer's blood glucose levels at the time of hospitalization 44 mg/dl. It was also mentioned that customer was in a vehicular accident and was the driver. The customer was wearing the insulin pump at the time of the vehicular accident, however it was not mentioned if the customer was wearing the insulin pump during the time of the hospitalization. Customer was treated with sugar. No troubleshooting occured.